Event description:
It was reported that the colonovideoscope had no image. The issue occurred during a sigmoidoscopy diagnostic procedure. The intended procedure was completed using a backup device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.